Event description:
A tps console was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed.